Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported having low blood glucose on (B)(6) 2011 and the paramedics were called. The customer states that she had knee scope days before the event. The customer stated that on (B)(6) 2011, her blood glucose dropped to 20 mg/dl, and her husband found her unconscious on the floor. The customer stated that her husband treated her with glucagon shots. The customer mentioned that a third incident happened on (B)(6) 2011 when her glucose level dropped again to 25 mg/dl. Troubleshooting was performed. Reviewed the settings and they were correct. Ran a displacement test and passed. Furthermore, was found that the customer was treating based on her sensor glucose readings. Advised the customer to treat her glucose based on her blood glucose reading. No further info was provided.